Event description:
Customer reported hospitalization due to serosas, liver and water retention and high blood glucose readings. Customer's blood glucose reading at the time of the hospitalization was 120 mg/dl. Customer reported difficulty breathing and throwing up prior to the hospitalization. Customer was treated with drugs and water weight at the hospital. It was reported that the customer experienced low blood glucose readings at the hospital along with low blood pressure. Troubleshooting was performed and the drive support cap and settings appeared to be normal. Customer also mentioned receiving a motor error alarm and stated that the insulin pump may have been exposed to an xray. Customer's current blood glucose reading is 439 mg/dl and has treated with a bolus. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.